Manufacturer narrative:
Device evaluation of battery charger has been completed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the failure was isolated to a damaged l4 on the bedside pca. The root cause for the damaged l4 could not be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger was unable to charge a battery pack.